Event description:
It was reported that the pump's on/off button was less responsive and required multiple presses to activate, while the battery depleted more rapidly. There was no adverse impact to the customer¿s blood glucose level. The customer decided to transition to a mobi tandem pump, opting not to troubleshoot the old pump.